Event description:
It was reported that upon pod activation the pink slide moved forward and the cannula did not deploy after attempting it multiple times; indicating a needle mechanism failure. Upon removal of the pod, the cannula was not visible. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received undeployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data shows that the device completed 46 first prime pulses and was deactivated before second prime, and there were no timeouts or drive stalls. Manual rotation of the ratchet gear deployed the needle. There were no issues were noted that would result in a needle mechanism failure.